Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude event report states: patient called to report that her depuy lps knee replacement system, which was implanted on 2008, broke in 2013. Patient believes the rod is what caused the knee replacement system to break. She stated she had a lot of pain in her back and leg. After six weeks of pain, on 2013 she was finally diagnosed with a broken femur due to the broken knee replacement. On 2013, she had a complete femur replacement. Patient stated somewhere between , she experienced a stroke from a blood clot that came loose from her leg. She stated she still experiences pain, problems with movement and her leg feels heavy. She said this has changed her life, she can no longer do all the things she used to do. She is extremely upset. She said she looked up the depuy recall numbers, and none of them matched any of her device component numbers, but she is concerned because a few were only a few digits off from the recalled devices numbers. It is unknown at this time which component broke.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.